Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was unknown. Juice was consumed to treat low bg. At the time of the reported event, bg was at 116 mg/dl.